Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician noted resistance when implanting certain lead models using a single vein implant approach. The physician questioned if there had been any change in the lead insulation. No patient complications have been reported as a result of this event.